Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly and damage. Customer's blood glucose at time of incident was 4.2mmol/l. Customer stated that screen is black and won't turn on after changing battery. Customer stated that there are cracks on the screen. Customer may have bumped into pump while playing hockey. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, minor scratches on the display window and a scratched case.